Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device sporadically alarms when highflowo2 mode is used. · this occurrence was noticed during patient ventilation. · the alarm was observable both visually and through hearing. Te 232003 (pawsensordefect). · the device log files were provided to hamilton. · there is patient involvement reported. This event occurred during ventilation. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: date: 19.07.2024 name: joachim baumann the allegation in this complaint was not confirmed to be a complaint, as a malfunction of the device could not be identified. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event when the ventilator was used. This event was reported to hamilton as ventilator device sporadically alarms te 232003 (pawsensordefect) when highflowo2 mode is used. The paw sensor measures the pressure at the proximal side of the flow sensor. This occurrence was noticed during patient ventilation. The alarm was observable both visually and audibly: te 232003 (pawsensordefect). There was patient involvement reported, the event occurred during ventilation. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The root cause for the sporadic occurrence of false-positive te 232003 messages during highflowo2 therapy, was a very particular set-up of the device and breathing circuit by the user. The user reportedly wanted to ease and enable a rapid switch to niv mode. This set-up was not conform, though, with the recommendations of the operator's manual for the use of dual limb breathing sets in connection with hiflow therapy and niv mode. The following correction was performed: the ventilator was checked by the service technician on site. All pressure sensors were working perfectly. The paw sensor worked correct and accurate. The setup was photographed and the service technician discussed the issue with the customer.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device sporadically alarms when highflowo2 mode is used. · this occurrence was noticed during patient ventilation. · the alarm was observable both visually and through hearing. Te 232003 (pawsensordefect). · the device log files were provided to hamilton. · there is patient involvement reported. This event occurred during ventilation. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device sporadically alarms when high flow o2 mode is used. This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Te 232003 (pawsensordefect). The device log files were provided to hamilton. There is patient involvement reported. This event occurred during ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - investigation outcome a detailed investigation was performed by an expert from the technical service: date: on (B)(6) 2024 name: (B)(6). The allegation in this complaint was not confirmed to be a complaint, as a malfunction of the device could not be identified. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event when the ventilator was used. This event was reported to hamilton as ventilator device sporadically alarms te 232003 (paw sensor defect). When highflowo2 mode is used. The paw sensor measures the pressure at the proximal side of the flow. Sensor. This occurrence was noticed during patient ventilation. The alarm was observable both visually and audibly: te 232003 (pawsensordefect). There was patient involvement reported, the event occurred during ventilation. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The root cause for the sporadic occurrence of false-positive te 232003 messages during highflowo2 therapy, was a very particular set-up of the device and breathing circuit by the user. The user reportedly wanted to ease and enable a rapid switch to niv mode. This set-up was not conform, though, with the recommendations of the operator's manual for the use of dual limb breathing sets in connection with hiflow therapy and niv mode. The following correction was performed: the ventilator was checked by the service technician on site. All pressure sensors were working perfectly. The paw sensor worked correct and accurate. The setup was photographed and the service technician discussed the issue with the customer. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only double check if field d4 was updated with full UDI information. Updated fields.